Event description:
Fire dept personnel were attending to a possible drug overdose pt. An attempt was made at using the device however it allegedly indicated low battery capacity on two different batteries and would not function. The ambulance arrived within 2 minutes and treatment was continued with their defibrillator. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the availability of a back up device and the reporter's assessment of the pt's lack of viability.